Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic procedure, while closing the skin, the device thread broke, and the needle fell off suture. A new suture was used in order to complete the case. There was no patient injury.